Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive while displaying the blood glucose graph, preventing navigation despite cleaning, removing a screen protector, a prolonged wake-button press, and charging, and a replacement device was provided with instructions to shut down the original unit and return it. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included device replacement and continued cgm use with the dexcom app or receiver. Investigation included complaint intake review and logistical verification of device replacement and return. Investigation of this device revealed a touchscreen responsiveness failure consistent with a device user interface malfunction; no alarms or alerts occurred and the issue was resolved through replacement.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.